Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer's blood glucose was 355 mg/dl at the time of incident. The customer also stated that cannot recall if she pressed the dive support cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.